Event description:
It was reported that the "iab tubing connection was found to be leaking after moving patient to or table and subsequently lost pressure waveform. It was tightened best as possible and taped with a tegaderm. The remedy was to remove the tubing with the stopcock all together and direct wet to wet connection. We flushed the line and re-zeroed, and the pressure waveform returned. This was after the patient was in sicu post-op. Iab was later removed." No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The reported complaint of "hub on extension connector broke" was confirmed upon investigation of the returned sample. The customer returned a 30cc 7.5fr ultraflex iab catheter without the original packaging for investigation. Upon return, the short ap extension tubing was noted damaged; the damage consisted of the male luer end being cracked/broken and separated from the short ap extension tubing. The broken ap tubing can result in a leak at the iabc luer end. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken luer of the ap tubing. The root cause of the complaint is undetermined. A potential cause is user related, where the ap connection is overtightened. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the "iab tubing connection was found to be leaking after moving patient to operating room table and subsequently lost pressure waveform. It was tightened best as possible and taped with a tegaderm. The remedy was to remove the tubing with the stopcock all together and direct wet to wet connection. We flushed the line and re-zeroed, and the pressure waveform returned. This was after the patient was in sicu post-op. Iab was later removed." No patient harm or injury. The patient status is reported as "fine".